Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The right ventricular (rv) lead exhibited short ventricular to ventricular intervals. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The rv and the rv lead remain in use. No further patient complications have been reported as a result of this event.